Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the primary surgery. In 2021, when the patient visited the hospital, it was confirmed that osteolysis occurred at femur. The armd was suspected. On (B)(6), the patient will undergo the revision surgery. No further information is available. The revision surgery (hip prosthesis sliding surface exchange) for left hip was performed on (B)(6) 2021. Osteolysis was sporadically observed around the bone in the proximal left femoral stem. The metal liner and metal head were removed and replaced with polyethylene liner and delta revision head. The bone defect around the proximal stem was filled with artificial bone. The revision surgery was completed successfully without any surgical delay. Armd was suspected in the trunnion part of the liner, but when checked after removal, the liner was clean, so the surgeon commented that the cause of osteolysis might be wear on the sliding surface.